Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer hydrated a new reagent flex of ctni. Ccc instructed the customer to run fresh chemistry wash testing, which resulted as expected. Qc was rerun with a new reagent flex, resulting within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced reagent probe 2 drain, reagent probe 1 and reagent probe 2 transducers. The cse ran a system check, which passed. The cse calibrated the method and ran qc, which resulted within range. The cause of the discordant falsely high cardiac troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin (ctni) results were obtained on patient and quality control (qc) samples on a dimension xpand plus with hm instrument. The initial results were considered to be discordant. The initial patient results were reported to the physician(s). The physician(s) did not question the results. The customer then re-tested their qc and was back in range. The samples were repeated on the same instrument, resulting lower. Corrected reports were sent out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin results.